Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the experienced hyperglycemia. The customer blood glucose level was 400 mg/dl in the morning customer¿s blood glucose was just at 123 mg/dl then it started going up. Customer¿s current blood glucose value was 227 mg/dl. Customer stated that infusion set cannula was bent. Customer declined to troubleshoot for high blood glucose value. The insulin pump will not returned for analysis.